Manufacturer narrative:
(B)(4). This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the external pulse generator (epg) turned off two hours after pacing was started. The light emitting diode (led) lamp had been always on. The epg was turned on again, but the pacing did not resume. After replacing the battery and switching on the epg again, it started to work again. Of note, the physician indicated that an older battery had been used. The epg was replaced with another external pulse generator. No patient complications have been reported as a result of this event.

Event description:
It was reported that the external pulse generator (epg) turned off two hours after pacing was started. The light emitting diode (led) lamp had been always on. The epg was turned on again, but the pacing did not resume. After replacing the battery and switching on the epg again, it started to work again. Of note, the physician indicated that an older battery had been used. The epg was replaced with another external pulse generator. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4).